Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the PICC inserter states the PICC was leaking from a pinpoint hole at 6cm and needed to be replaced. When PICC removed, inserter noted that the markings for the cm measurements were no longer visual from the 6-10cm measurement. Patient required new PICC to be inserted, catheter exchange was performed. No other information was provided. Additional information: I received a call from this customer giving more insight into this product complaint. They found evidence that the patient was using this PICC for personal IV fentanyl use and they are unsure if this contributed to the PICC leaking.

Event description:
It was reported that the PICC inserter states the PICC was leaking from a pinpoint hole at 6cm and needed to be replaced. When PICC removed, inserter noted that the markings for the cm measurements were no longer visual from the 6-10cm measurement. Patient required new PICC to be inserted, catheter exchange was performed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.